Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure the lead exhibited unacceptable thresholds, a sensing anomaly and impedance anomaly.